Event description:
Info received that the head of bed would not go up. No injury reported.

Manufacturer narrative:
Tech located bed in bed shop. Found head of bed would not go up. Replaced the head up valve to resolve this issue.